Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in three inappropriate shocks. Device data was sent to rhythmcare for review. Rhythmcare then discussed further troubleshooting and programming options. This device remains in service. No additional adverse patient effects were reported.